Manufacturer narrative:
The lead was returned due to lead dislodgement. As received, a partial distal portion of the lead was returned in one piece. The measured full helix extension length was within specification and no anomalies were detected.

Event description:
During implantation, the atrial lead dislocated and was repositioned several times. The following day, the lead was noted to be dislocated again, and was therefore explanted and replaced successfully without consequence to the patient who was in stable condition.